Event description:
The lay reporter contacted lfs on (B) (6) 2010, alleging that the patient was unable to test on their ultra 2 meter. The reporter mentioned that the issue first with the meter began on (B) (6) 2010. The patient was unable test their blood glucose for one week due to the reported issue. The patient continued to take their oral medication since the meter was not providing them a blood glucose reading. On (B) (6) 2010, the patient began to exhibit symptoms which consisted of feeling shaky, dizzy and was nauseous. The patient as then taken to the physician's office and the patient's blood glucose reading on the physician's meter was 435 mg/dl. The patient was treated with multiple oral medications. While troubleshooting it was noted that the patient was unable to obtain a readings because, they were testing in the settings mode of the meter. Customer care advocate (cca) walked the patient through the proper testing procedure and issue was resolved. Products were replaced. The complaint is being reported since the patient alleged that due to the reported issue with the meter, the patient was unable to test and developed symptoms and had to receive treatment by a medical professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.